Event description:
It was reported that the ilet handheld device developed two cracks in the screen after being carried in a pocket, resulting in an inability to unlock the screen and operate the device. Symptoms included no adverse clinical effects, as the user reported backup therapy with blood glucose unaffected. Outcomes included device replacement shipment and instructions for data sync, shutdown, and return, with continued cgm use on phone or receiver until the replacement arrived. Investigation included review of the user report and device history, with no clinical intervention or hospitalization required. Investigation of this device revealed physical damage to the display assembly consistent with external impact, rendering the touchscreen inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.